Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer lost been over a week high sugars because of being out of the transmitter ate lunch at reached 400 mg/dl she did not go up when in automode. The device will not be returned for analysis.